Manufacturer narrative:
As received the pump reservoir was empty and set to minimum rate mode, see ip. Pump logs gathered and motor stall recovery was noted. This means during pump life there was a motor stall and motor stall recovery. Dispense testing passed. Destructive analysis performed with no anomalies found. (B)(4)

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The device was received with event logs. The event logs showed a volume discrepancy occurred during two consecutive refills. The first occurrence took place on (B)(6) 2013 and the expected residual volume (erv) was 5.4ml and the actual residual volume (arv) was approximately 0.0ml (empty). The second occurrence took place on (B)(6) 2014 and the expected residual volume (erv) was 8.6ml and the actual residual volume (arv) was approximately 4.0ml. No further information was provided. The pump was used to deliver morphine and bupivacaine. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8780, serial# (B)(4) implanted: (B)(6) 2013, product type: catheter. (B)(4).